Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ventilator and its power supply accessory were not returned to zoll for evaluation. Field service evaluated the device and no fault was found. The customer confirmed the power supply had been scrapped as the likely contributor. The device was found to be functioning properly after field evaluation and preventive maintenance testing. The device was recertified and returned to service. No trend is associated with reports of this type.